Event description:
Reported by the patient as: "a leak, I've had many fills with no restriction, they can't find the source of the leaking. It was diagnosed under fluoroscopy."

Manufacturer narrative:
Taper type ii. The product associated with this report has not been returned as it was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".